Event description:
A patient was undergoing a procedure to a concentric, de novo lesion in the proximal lad. The vessel was highly calcified but not tortuous. There was 90% stenosis at proximal and 75% stenosis at distal end. Pre-dilation was conducted with a balloon (2.5mm) at proximal end of the lesion. A 3.0x28mm cypher stent was implanted at 16atm. Inflation time unknown. The balloon could be deflated, but somehow it couldn't be removed. After 1 minute, st increases were observed and so the entire system with the guide catheter (type unknown) was removed from the patient. Then, post-dilation was conducted with a balloon (3.0mm). Inflation time and pressure unknown. The procedure was completed and the patient was in stable condition.